Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This investigation will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited noise and undersensing on the atrial channel. Fluoroscopy was performed and the lead appeared to be appropriately in the atrium a revision procedure was performed and this lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and slightly stretched. Resistance and pressure testing was performed and the electrical continuity and insulation integrity of the lead was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.